Manufacturer narrative:
Method: internal device memory reviewed. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered. Device did not cause or contribute to outcome.

Event description:
Subject was not resuscitated. (B) (4).